Event description:
The customer contact reported a burning smell from the device. The device was returned to the biomedical department with a report of burning smell. No specific pt info, pump programming, or event details were not provided. There were no reports of any adverse pt events or delays in clinical therapies while the device was in clinical use. During testing at the user facility, the engineering manager was unable to confirm the burning smell. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device capacitor on the cpu (central processing unit) printed circuit board was burned. The probable cause for the customer contact's reported burn smell was due to a damaged cpu circuit board. This report represents all the info known by the reporter upon query by hospira personnel.